Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was giving an error code of 53 & 58. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was giving an error code of 53 & 58. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields - e2, e3. A getinge field service engineer (fse) had evaluated the unit and found that there is an "error #53" because the fos startup bit had failed the "fiber optic sensor" which also leads to the failing of a continuous built in test. This fault is generated by the "fiber optic module". Iso dsp startup bit failed the isolation digital signal processor (dsp) located on the front end board failed the startup built in test. Non-iso startup bit failed the non-isolation digital signal processor (dsp) located on the front end board failed the startup built in test. A getinge field service engineer (fse) had replaced the "(B)(4)front end board" from which the machine turns out to under the operational stage. There was a very high stable vacuum pressure which stabilizes -150 within 30 seconds and it was cleared for clinical use.